Manufacturer narrative:
A1: patient identifier: (B)(6) a2: patient age: 65 years old at time of enrollment

Event description:
Elegance clinical study it was reported that a third occurrence of in-stent restenosis occurred, requiring intervention. On (B)(6) 2022, the subject underwent treatment with the eluvia drug eluting stent as a part of the elegance clinical trial. The 90% stenosed target lesion was located in the left distal superficial femoral artery (sfa) with 6.0 mm proximal reference vessel diameter, and 6.5 mm distal reference vessel diameter. The lesion length was 150 mm and was classified as transatlantic intersociety consensus (tasc) ii b lesion. Prior to target lesion treatment with the study device, lithotripsy was performed. Treatment of the target lesion was then performed by placement of this 6x120, 130 cm eluvia drug-eluting vascular stent system study device. Post treatment was performed using a lithotripsy device and the final residual stenosis was noted to be 20%. On the same day, the subject was discharged from the hospital on dual antiplatelet therapy. On (B)(6) 2023, the subject was noted with symptoms related to left lower extremity claudication. On (B)(6) 2024, the subject had complaints of left leg pain after walking just 20 yards and was waking up due to pain in the night with progression of the symptoms (rutherford classification: IV). The subject was scheduled to undergo detour percutaneous bypass of the left lower extremity on (B)(6) 2024. On (B)(6) 2024, the subject visited the hospital for selective left lower extremity angiography which revealed: patent iliac artery; mild calcific disease noted in the common femoral artery; patent profunda femoris artery; patent sfa with known greater than 50% sfa in-stent restenosis secondary to deep wall calcification with patent above knee sfa non-boston scientific stent; mild to moderate disease in the popliteal artery with a high takeoff of the posterior tibial artery at the level of the knee joint; patent tibio-peroneal trunk and peroneal artery; focal moderate stenosis in the mid anterior tibial artery. On the same day, in-stent occlusion was noted in the left distal sfa and was treated by percutaneous transmural arterial bypass (ptab) from the left sfa to the left popliteal artery using detour endocross re-entry device. On the same day, during the revascularization procedure, the distal anastomosis was dilated using 4 mm x 40 mm boston scientific coyote balloon however the balloon burst due to high pressure (product issue reported separately). Subsequently, a 4 mm x 40 mm non-boston scientific balloon was also used to dilate the distal anastomosis; however, that balloon also burst due to high pressure. This was later exchanged with a 4 mm x 40 mm and 5 mm x 40 mm non-boston scientific balloon followed by 5 mm x 200 mm boston scientific cutting balloon with good dilatation in distal anastomosis. In addition, percutaneous transluminal angioplasty (pta) of the proximal and distal anastomoses was performed with the placement of 5.5 mm x 200 mm non-boston scientific stent-graft to the left popliteal artery, 6.0 mm x 200 mm non-boston scientific stent-graft within the left femoral vein, and 6.7 mm x 150 mm non-boston scientific stent-graft back to the left ostial sfa, with restored antegrade flow through the newly created percutaneous bypass. On the same day, the event was considered to be resolved.

Manufacturer narrative:
A1: patient identifier: (B)(6). A2: patient age: 65 years old at time of enrollment.

Event description:
Elegance clinical study. It was reported that a third occurrence of in-stent restenosis occurred, requiring intervention. On (B)(6) 2022, the subject underwent treatment with the eluvia drug eluting stent as a part of the elegance clinical trial. The 90% stenosed target lesion was located in the left distal superficial femoral artery (sfa) with 6.0 mm proximal reference vessel diameter, and 6.5 mm distal reference vessel diameter. The lesion length was 150 mm and was classified as transatlantic intersociety consensus (tasc) ii b lesion. Prior to target lesion treatment with the study device, lithotripsy was performed. Treatment of the target lesion was then performed by placement of this 6x120, 130 cm eluvia drug-eluting vascular stent system study device. Post treatment was performed using a lithotripsy device and the final residual stenosis was noted to be 20%. On the same day, the subject was discharged from the hospital on dual antiplatelet therapy. On (B)(6) 2023, the subject was noted with symptoms related to left lower extremity claudication. On (B)(6) 2024, the subject had complaints of left leg pain after walking just 20 yards and was waking up due to pain in the night with progression of the symptoms (rutherford classification: IV). The subject was scheduled to undergo detour percutaneous bypass of the left lower extremity on (B)(6) 2024. On (B)(6) 2024, the subject visited the hospital for selective left lower extremity angiography which revealed: patent iliac artery; mild calcific disease noted in the common femoral artery; patent profunda femoris artery; patent sfa with known greater than 50% sfa in-stent restenosis secondary to deep wall calcification with patent above knee sfa non-boston scientific stent; mild to moderate disease in the popliteal artery with a high takeoff of the posterior tibial artery at the level of the knee joint; patent tibio-peroneal trunk and peroneal artery; focal moderate stenosis in the mid anterior tibial artery. On the same day, in-stent occlusion was noted in the left distal sfa and was treated by percutaneous transmural arterial bypass (ptab) from the left sfa to the left popliteal artery using detour endocross re-entry device. On the same day, during the revascularization procedure, the distal anastomosis was dilated using 4 mm x 40 mm boston scientific coyote balloon however the balloon burst due to high pressure (product issue reported separately). Subsequently, a 4 mm x 40 mm non-boston scientific balloon was also used to dilate the distal anastomosis; however, that balloon also burst due to high pressure. This was later exchanged with a 4 mm x 40 mm and 5 mm x 40 mm non-boston scientific balloon followed by 5 mm x 200 mm boston scientific cutting balloon with good dilatation in distal anastomosis. In addition, percutaneous transluminal angioplasty (pta) of the proximal and distal anastomoses was performed with the placement of 5.5 mm x 200 mm non-boston scientific stent-graft to the left popliteal artery, 6.0 mm x 200 mm non-boston scientific stent-graft within the left femoral vein, and 6.7 mm x 150 mm non-boston scientific stent-graft back to the left ostial sfa, with restored antegrade flow through the newly created percutaneous bypass. On the same day, the event was considered to be resolved. It was further reported that on (B)(6) 2024, the previously reported selective left lower extremity angiography revealed a patent left proximal sfa. On the same day, the subject was hospitalized for further treatment. On (B)(6) 2024, the subject was discharged from the hospital.